Manufacturer narrative:
The device was not returned for evaluation. The reviews of the production record, similar complaint review and corrective and preventive actions (CAPA) database were not performed as the specific failure mode for this complaint was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the unexpected medical intervention appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: (B)(6) 2024 is an estimated date of procedure . The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure using four proglide devices relative to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the artery was very calcified, and there was no indication for the use of the material. An unspecified device failure occurred with four proglide devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.